Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that upon discontinuing the tube over the weekend, it was found that the device was torn in half. The patient now has to have an egd in order to remove the other half.

Manufacturer narrative:
A physical device was not received for investigation, but a photo was provided. The photo was evaluated, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Based on all available information, the root cause could not be determined at this time. If the device is received at a later date, the investigation will be updated accordingly. We will continue to monitor related reports to determine if additional actions are necessary.